Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a gradual increase in shock impedance measurements. During a routine device replacement procedure, upon connection of the chronic lead to this replacement implantable cardioverter defibrillator (ICD), high out of range shock impedance measurements greater than 125 ohms were observed. The lead was reconnected to the previous device and shock impedance measurements were noted to be within normal limits at 94-95 ohms. The lead was surgically abandoned. A new lead was implanted and connected to this replacement device and shock impedance measurements were noted to be 84 ohms. No adverse patient effects were reported. This device remains implanted and in service.